Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hst iii system (3.8mm) was loaded per the IFU. When the customer removed the heartstring deployment device from the loading device the heartstring seal remains in the loading device. A new heartstring kit was opened, loaded, and used without issue. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/22/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device. The seal was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal and tension spring. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.219 inches ((B)(6)). The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000368163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.